Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that when they opened the acrobat v vacuum stabilizer system, std in the operating room, it was observed in the packaging that there was only one blade inside. The device was not used on the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.